Manufacturer narrative:
D10: 3582267, 02-010-03-0350 - logic cr femoral cem, right, sz 5. 2840974, 02-012-51-5009 - logic tib insert impl crc, sz 5, 9mm. 4161513 , 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. Multiple MDR reports were filed for this event, please see associated reports: 038671-2024-01535. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 89 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis with cystic formation, bone degradation, aseptic loosening, pain, femoral loosening, loose tibial baseplate. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.